Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings, low battery alert and button error alarm from the insulin pump. The customer stated that there were frequent battery changes. The customer had to call emergency medical technician due to low readings while sleeping. The customer had blood glucose in the 20s or 30s mg/dl that happened about 6 months ago.